Event description:
It was reported by service report that the footboard pin connector was damaged. The motion interrupt pan was damaged; the main and auxiliary power cord sheathing was damaged with no exposed wires, and the scale was not zeroing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged pin connector hindered critical footboard functions. Scale was not zeroing due to a damaged head left load cell connector, and bed exit was unabailable. Motion interrupt pan was damaged. Damaged siderail screw bosses with possible fluid ingress. Damaged main and auxiliary power cord sheathing.